Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted sometime in 2020 in (B)(6). During a routine post-operative transesophageal echocardiogram (tee), the closure device was noted to have migrated from the laa to the patient's abdominal aorta. An emergency surgery took place to remove the device.